Manufacturer narrative:
Results: eval of the returned product found an open slider on the pt access of the left window side. The nylon on the post of the foot panel side is torn. (B)(4).

Event description:
Customer reported the zipper has broken off the left side panel. Customer did not provide a date when this was discovered. No pt incident or injury was reported.